Event description:
It was reported that the infection was identified approximately one month following generator replacement and that the physician believes the infection was related to the replacement surgery. There was no known patient manipulation or trauma that occurred that may have caused or contributed to the infection. Cultures were taken and confirmed the infection.

Event description:
It was reported that the patient may be replaced. No additional relevant information has been received to date. Further updates regarding the patient's replacement are not relevant to the patient's previous explant or infection reported in this report as reimplant of vns is not intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent vns explant three weeks prior due to an infection. It was reported that the patient does not plan to undergo vns replacement. No additional relevant information has been received to date. Review of device manufacturing records confirmed sterilization for both generator and lead prior to distribution.